Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited a cracked screen and was not functioning properly, as documented by customer-provided video and subsequent phone follow-up, and a replacement device was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included provision of a replacement device and instructions for shutdown, data syncing to the mobile app prior to return, and initiation of the standard startup process on the replacement. Investigation included review of customer-provided evidence and device replacement logistics and inspection of the returned device. Investigation of this device revealed a damaged display leading to impaired device usability, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display outside normal device function.